Event description:
The customer contacted baxter's technical service center to report air bubbles in the blue color clamp which occurred on home choice (hc) during use during fill 1 of 4 . The baxter technical representative (tsr) assisted the home patient (hp) to turn the bag over. The air bubbles were gone. The hp followed the instructions. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. There was not enough data within the complaint information to identify root cause of the air. Baxter has found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.